Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the blood vessel on a thoracoscopic lobectomy, the cartridge stopped halfway, making it impossible to be fired. To resolve the issue, a new device was used.